Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to manipulate the usb cable to charge. Reportedly, the usb cable was frayed. There was no reported impact to the customer's blood glucose level.